Manufacturer narrative:
An investigation was performed on retention products for the reported lot number. Retention products were tested with qc cut-off hcg standard (25 miu/ml) and middle positive hcg standard (100 miu/ml). All devices produced expected positive results at the 3-minute read time. No negative results were observed. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for a false negative hcg result was not replicated as retention products performed as expected. A root cause could not be determined based on the information available. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. False negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine or serum specimen should be collected 48 hours later and tested. Additionally, per the interfering substances section of the package insert, ibuprofen at a concentration of 20 mg/dl in hcg specimens has no interference in the assay.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unknown date, the patient tested herself on five at home urine pregnancy tests and obtained positive results x5. The test brand was unknown. Then on (B)(6) 2019, the patient presented to the facility to confirm the pregnancy. The patient's urine was tested on the henry schein hcg combo test and provided a negative result. Confirmatory bloodwork was then performed on the same day and provided a serum beta quant=212 miu/ml. There was no treatment provided or withheld based on the negative rapid result. No adverse patient event occurred. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false negative results, such as deviations in storage, technique, and handling. The customer was also advised per the pi that this test provides only a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.